Event description:
It was reported that one high, out of range pacing lead impedance measurement was observed. The impedance measurements were in normal range in-clinic, including during pocket manipulation testing. The patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.